Manufacturer narrative:
Date of event: exact date unknown, event occurred 3 to 4 weeks after the implant procedure.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg due to migration. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively and the charging puck was able to couple with the ipg.